Event description:
On march 30,2006 the lay user/patient contacted lifescan alleging that the one touch ultra was reading inaccurately high compared to her symptoms and to a paramedic's meter.the medical affairs specialist spoke with the patient on march 31,2006 to obtian/verify information. On march 11, 2006 at 9:45am, the patient got a fasting reading of "89 or 99mg/dl" so she did not take any novolog insulin but took half of her lantus dose (4 unit). Prior to 11:00am, the patient only had grape soda with no breakfast. By 11:30am,the patient developed low blood sugar symptoms (confusion, incoherence) so her friend tested her blood sugar on her meter, which read "266 mg/dl." A stranger passing by advised the patient's friend to adminster insulin or "she'll die" so her friend gave her 4-5 units of novolog. Soon after the insulin treatment, the patient developed seizures and the paramedics were immediately contacted. When the paramedics arrived (time unk) the patient got "39 mg/dl" on the paramedics meter and "69 mg/dl" on her meter, performed within minutes apart. As treatment for hypoglycemia, the patient was given jelly food and glucose through IV. The patient's blood increased to "82 mg/dl" and the paramedics left. The customer care advocate (cca) verified the following: the meter was set up correctly, the test strips were in goog condition, and the correct technique was used to apply the blood to the test strip. The cca noted that the patient's puncture site was cleaned properly prior to testing; however, the mas verified that the patient was cleaning the puncture site properly. The patient did not have control solution to perform control solution test. The meter, test strips, and control solution were replaced. This complaint is being reported because the patient obtained "266 mg/dl" meter reading while having low blood sugar symptoms. The patient was given insulin (based on another person's recommendation), became hypoglycemic with seizures, and eventually required medical treatment for hypoglycemia.